Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was not reproduced on inspection. There was no device issue noted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the abdominal cavity pressure did not rise on the high flow insufflation unit during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: (b)(6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.